Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported issue with the sensor, insulin pump failed to detect the transmitter and is unable to receive sensor signal. Performed troubleshooting. It was learned that the customer was sent a wrong replacement sensor before. Assisted customer to properly insert the sensor using the serter. Customer also reported low blood glucose event. Blood glucose was 47mg/dl. Customer declined troubleshooting for low blood glucose. Customer stated that he treated with food and blood glucose went up 213 mg/dl. Customer was advised that a replacement sensor and serter will be sent. No product is expected to return.